Manufacturer narrative:
Investigation summary: the customer reported the enteral feeding sets were leaking from the base of the bag. The customer reported lot number 2000130222, however, a device history record review determined the lot number provided was invalid. Three new devices, unknown if from the same or different reported lot, were returned for product evaluation. Visual inspection and functional testing were completed and no failure was found. The root cause was unable to be identified and corrective actions are not required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding sets were leaking from the base of the bag. There was no patient injury.